Event description:
As reported to coloplast though not veriifed, patient implanted with restorelle in 2009. In 2012, patient was implanted with omnosure. Since implant patient experienced pain and has had at least one corrective surgery.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device not returned.